Event description:
The account alleges that they are unable to tear away the splitable sheath. No patient injury to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and one similar complaint for this lot number was identified. Should the device be returned later, the investigation will be reopened.